Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-66339.

Event description:
The customer reported via phone call that she experienced a low blood glucose event and fainted. Customer's sister found her two hours later, woke her up and checked her blood glucose which was at 171 mg/dl. The insulin pump had gone into threshold suspend. The customer resumed the insulin pump and tried to calibrate but received a calibration error and change sensor alert. The customer changed the sensor and was assisted with reconnecting the sensor to the insulin pump. Customer declined troubleshooting for low blood glucose.